Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients lead had high impedances. It was also noted that some of the contacts were dead and had shifted to different positions. The patient underwent a revision procedure wherein the leads were replaced. The physician suspected device malfunction. The patient was doing well postoperatively.

Event description:
A report was received that the patients lead had high impedances. It was also noted that some of the contacts were dead and had shifted to different positions. The patient underwent a revision procedure wherein the leads were replaced. The physician suspected device malfunction. The patient was doing well postoperatively.